Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause of the reported e315 image issue could not be determined, however, the issue was likely the result of a failure of the image sensor unit, a defect of the circuit board in the video connector and or a defect on the system side. Additionally, a definitive root cause of the foreign material adhering to the cleaning brush could not be determined, as it is unknown if the facility the reprocessing method was performed in accordance with the IFU, however, due to an observed kink/dent on the instrument channel, it is presumed that physical damage to the instrument channel resulted in insufficient brush cleaning. The image issue is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use which state: "important information ¿ please read before use: precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." The foreign material issue is detectable/preventable by adhering to the device IFU sections: instructions for bf-290 reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ section 5, ¿manually cleaning the endoscope and accessories¿ olympus will continue to monitor field performance for this device.

Event description:
Additionally, there was a foreign object in the tip brush of the bronchovideoscope. This event occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. It was completed using a similar device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope had an error message (error code e315). The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.